Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The use facility reported to terumo cardiovascular systems corporation that prior to the procedure, during setup, the hercules 360 arm broke apart upon turning the knob when the surgeon attempted to put on the retractor. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.